Event description:
Customer reported that the pump had a scratched screen that made it hard to see values clearly. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting and requested that no further action be taken, so the case was documented and closed by cts without additional interventions.